Manufacturer narrative:
(B)(4). Eval, results and conclusions: delivery system inadvertently pulled contralateral limb down.

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 5.6 cm diameter abdominal aortic aneurysm. The vessel morphology was reported as mild calcification and mild tortuosity in the iliac limbs. The aortic neck is short in length 10 mm and conical. The aortic neck diameter at the lowest renal artery is 24 mm and 10 mm below the lowest renal artery the aortic neck diameter is 32 mm in diameter. It was reported that the final angiogram revealed a proximal type I endoleak from the bifurcated stent graft. (MFR report# 2953200-2011-01005). The physician implanted an endurant aortic cuff, however, the proximal type I endoleak did not completely resolve. (MFR report# 2953200-2011-01006). No additional clinical sequelae were reported, and the pt is fine. There is no longer a proximal endoleak; however, a type iii endoleak, filling the aaa sac, from the contralateral limb/gate was noted at the 30 day f/u (MFR report #2953200-2011-01269). Films during the index procedure had showed correct placement of the contralateral limb. Films taken one week ago, showed that the contralateral limb had completely pulled out of the contralateral gate; therefore, causing a type iii separation leak that must have occurred during removal of the delivery system. An endurant 16x16x82 was used to reline the contralateral limb. No additional clinical sequelae were reported, and the pt is fine.